Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to chest pain and the right ventricular (rv) lead exhibited a possible capture issue, an acute elevation in thresholds, high thresholds, and it was noted that a chest x-ray showed that the lead had moved and there was suspected dislodgement. It was also noted that the left ventricular (lv) lead exhibited possible high thresholds. Two days later, the rv lead, lv lead, and right atrial (ra) lead were explanted and replaced due to twiddlers syndrome and dislodgement of the leads. No further patient complications have been reported as a result of this event.